Manufacturer narrative:
The reported failure of ventilator inoperative error code err_dsp_motor_failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction, and the device was not in patient use. The trilogy 100 ventilator, japan - bt device was evaluated at the manufacturer, and a ventilator inoperative error code err_dsp_motor_failure was discovered in the device's event log. The device's blower motor assembly and system board were replaced to address the issue. In conjunction with replacement of the blower motor assembly, the stirring fan foam was also replaced. Following repair, the technician performed repair testing, alarm check, battery check, run-in testing, and cleaning. The device was confirmed to be operating properly. Software version 14.2.05 was verified.